Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string broke leaving the tampon pledget inside her vaginal cavity. She was able to remove the pledget using the piece of string that remained on the pledget. She did not experience any adverse health affects and did not seek medical attention.